Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory safety. As received, the device output and telemetry communication were normal. Final analysis did not identify any anomalies.